Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the dermatome would not harvest the skin when used. It was only taking a small amount of skin on an edge. The blade was changed and there was still an issue. The surgery was delayed by 1-15 minutes and an additional graft was not needed. There was no harm to the patient. No adverse event were reported as a result of this malfunction.

Manufacturer narrative:
It was found that this is a duplicate of (B)(4). The medwatch was filed in error and should be voided.

Event description:
It was found that this is a duplicate of (B)(4). The medwatch was filed in error and should be voided.